Event description:
During biomed testing, the device emitted a smell of burnt wires. Upon incoming inspection at zoll medical's technical service dept, the device was unable to charge. Complainant indicated that there was no pt involvement in the reported malfunction.